Event description:
When the device was used during a laparoscopic assisted vaginal hysterectomy, it was fired on the ovarian artery and a loud crunching noise was heard. They opened an additional instrument and when they tried to fire it, it also made a loud crunch noise and would not release after firing. Surgeon used a competitor's device along with another, like device to remove the original device. It was not reported how the case was completed. There was no reported pt consequence.